Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient vision was blurry and also had halos. Clinical reason being mentioned as monofocal was recommended because of complaints of halos. The iol was explanted and exchanged for an unspecified monofocal in the secondary implant procedure. Additional information has been requested but is not available at the time of this report.